Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which a six month old pump was repositioned. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the pump had ridden up, however there were no device issues due to the malposition. The patient did not experience any adverse events and was said to be good after the procedure. No more information available through physician. Should additional information become available, it will be provided.